Manufacturer narrative:
According to the gore® dryseal flex sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
On (B)(6) 2019, this patient underwent an endovascular repair for a left internal iliac artery aneurysm using gore® excluder® iliac branch endoprosthesis and gore® viabahn® endoprosthesis with heparin bioactive surface. During the procedure, a gore® dryseal flex sheath (12fr) was inserted from the right common femoral artery. At that time, a dissection at the access site was observed, and a tourniquet was utilized. After the endoprostheses were deployed and the sheath was withdrawn from the patient, the access site was surgically repaired. The patient tolerated the procedure.